Event description:
Reporter stated that they have had breast implant illness for 4 years. Reporter had both implants removed on (B)(6) 2024, upon removing both implants it was observed that the right implant was molding. Ref report: mw5160829.